Event description:
The customer reported to olympus their visera pro video system center does not display an image when connected. The event occurred during a diagnostic cystectomy procedure with a two minute delay the procedure was completed with a similar device with no further sequalae. There was no reports of death, harm or injuries related to this event.

Manufacturer narrative:
During troubleshooting the service center representative was informed the color bars are present when unit is not connected to a scope. Once it connected to the scope no image is displayed. It was also reported the scope function as intended when connected to the end-user¿s secondary cart. The sales rep was advised to clean the terminals with isopropyl alcohol however, the image was still not displaying. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 13 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.